Event description:
In the last few flutter cases using 8mm-non-irrigated catheters, the customer reported that they have experienced steam pops. During the flutter ablation procedure in late 2008 using an 8mm ez steer catheter, a patient had a perforation following a steam pop. The generator ablation settings were 50 degrees c, 55w and 60s. No further information is available at this point.

Manufacturer narrative:
No info on the biosense webster ez steer 8mm catheter (mfg #/ model #/ lot #) used during the procedure was provided.